Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed broken antenna wires. System lock lost while manipulating the antenna. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna coil wires. This version of the hires 90k device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.